Event description:
Reporting status: serious injury-medical intervention; permanent damage. Reporting rationale: occlusion requiring medical intervention; subsequent permanent damage. Device issue: no device malfunction has been reported. It was reported that the patient had an acute myocardial infarction (ami) and was being treated with percutaneous coronary intervention (pci). A xience v 2.5 x 12 mm was first implanted in the mid left circumflex. Then, a xience v 2.5 x 23 mm was implanted in the proximal left anterior descending artery (lad). The first diagonal was jailed after stent implantation. A 2.0 x 12 mm voyager was used to dilate the stent strut of the implanted stent to make access to diagonal branch. As there was a 70%, focal stenosis at proximal diagonal, a xience v 2.5 x 18 mm was advanced over the pilot 50 guide wire in an attempt to cross the stent strut to the diagonal branch. Great resistance was felt while crossing the branch. The xience v 2.5 x 18 mm was switched out for a xience v 2.5 x 12 mm as the physician was hoping that shorter stent length would make it easier to cross the branch. After manipulating for ten minutes, the stent still would not cross the bend to the diagonal branch. No additional event or patient information is available.